Manufacturer narrative:
.

Event description:
It was reported that the patient¿s generator was unable to be interrogated at a recent visit. The patient¿s seizures were noted to have improved with vns. It is unknown if the device is at end of service.

Event description:
On (B)(6) 2014 it was reported that the physician believes the patient¿s generator couldn¿t be interrogated due to end of service. Although surgery is likely, it has not occurred to date.

Event description:
The patient underwent generator replacement on (B)(6) 2015. The patient¿s old generator could not be interrogated at the start if the case due to suspected eos. Two intra-operative system diagnostics were run on the new generator and the results of each were within normal limits. The explanted generator was discarded per the circulator at the explanting facility.